Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that a code recorded on two (2) occasions at 21:55pm on (B)(6) 2018 indicates none of the reagent bottles designated for ethanol contained reagent at a concentration in excess of 98% as required for use in the final dehydration step of a protocol. The following information was displayed to the user on each occasion that the error code was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 6. Bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately four (4) minutes and 54 seconds from 21:56pm on (B)(6) 2018, which is sufficient time to replace the reagent; and the station properties were reset at 22:01pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 6 was to be set to the default concentration of 100%. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 8hr xylene standard 40 min" protocol comprising 252 cassettes, which started in retort a at 18:29pm on (B)(6) 2018 and completed at 02:53am on (B)(6) 2018. Although a user affirmed in the instrument software that the reagent concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 22:01pm on (B)(6) 2018, the discrepancy between the measured ethanol concentration of 83.6% and that calculated by the instrument software of 99.2% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent from bottle 6 (ethanol) with a measured ethanol concentration of 83.6% was used for the final dehydration step of the "factory 8hr xylene standard 40 min" protocol started in retort a at 18:29pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although not reported by the complainant, the quality of tissue processing in a total of 300 cassettes derived from three (8) other protocols executed between (B)(6) 2018, would also have been adversely impacted because the reagent in bottle 6 (ethanol) was used for the final dehydration step in each of these protocols. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 21:56pm and 22:01pm on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 6. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 6 (ethanol) as detailed in the leica peloris/peloris ll user manual.

Event description:
On (B)(6) 2018, leica biosystems received a complaint that tissue samples from three (3) baskets, comprising 252 cassettes containing tissue of mixed sizes and types processed in retort a on an eight (8) hour run were "very hard and dry" following processing. The complainant advised that the reagent in bottles 5 (ethanol); 7 (ethanol); and 14 (xylene) had been replaced following the identification of sub-optimal tissue processing. On (B)(6) 2018, a leica field support specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss found that the ethanol concentration in bottle 6 measured using a hydrometer was 83.6%; the ethanol concentration calculated by the instrument software was 99.2%; the reagent in bottle 6 was slightly cloudy; the reagent in bottle 6 had used for the final dehydration step for the affected run; the reagent in bottle 12 (xylene) was yellow/cloudy; and the reagent from bottle 12 (xylene) had been used for the first clearing step of the affected run. The fss advised the complainant to replace the reagent in bottle 6 (ethanol) and all the bottles designated for xylene; and to perform a validation run(s) using non-diagnostic samples prior to processing further patient samples. On (B)(6) 2018, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable. (This information was received by lbs (B)(4) on 06 december 2018.)